Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis results showed that the device was received with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. The knife was noted to be nicked and the push rod was bent. In addition the returned cartridge was noted to have five staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a colon procedure, the device would cut but stapled partially. Manual sutures were used to complete the procedure. There were no adverse consequences for the patient.